Event description:
As reported by the user facility: event #1: reports the set leaked from the valve during chemo administration. This has occurred twice now. In one incident, fluid leaked onto a young child. The infusion was for 24 hrs and the drug began leaking approx after the 22nd hr, and leaked for the remaining two to three hrs. The drug leaked onto the pts skin. There was no reaction and the pt was unharmed because the drug was not a vesicant. There was no drug infused prior to the incident infusion.

Manufacturer narrative:
(B)(4). One used caresite extension set, w/o the original packaging, was rec'd for eval. The set was attached to an unk MFR's IV administration set. The b. Braun caresite extension set was subjected to an air pressure (leakage) test according to specification. Leakage was observed through a crack on the luer threads on one of the caresite valves. Review of the discrepancy management system database performed for the reported lot did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. The investigation into this reported event is ongoing. Following the receipt of add'l info and/or completion of the investigation, a f/u report will be filed.